Event description:
Dear FDA, I am writing to bring to your attention a serious issue regarding a medical device purchased on the amazon platform, which has resulted in the deterioration of my health and a subsequent respiratory infection. I kindly request your assistance in regulating amazon and ensuring that appropriate action is taken to prevent similar incidents from occurring in the future. I purchased an oxygen concentrator from a seller on amazon. Item url: https://www.amazon.com/dp/b0cp9v2xbb regrettably, the seller was unable to provide me with an FDA certification or any documentation to validate the product's compliance with safety standards. As a result, I now find myself in a worsened condition, with a respiratory infection that has disrupted my daily life and wellbeing. It is alarming to discover that such devices, which are critical for patients in need of oxygen therapy, can be sold on amazon without proper verification of their safety and efficacy. I firmly believe that it is crucial for the FDA to intervene and exercise its authority to ensure the safety and well-being of consumers. Therefore, I kindly request that the FDA undertakes a thorough investigation into the practices of amazon and its sellers regarding the sale of medical devices, particularly oxygen concentrators. I urge you to take appropriate measures to enforce regulations that mandate the submission of FDA certifications and compliance documents for such products before they are made available on the platform. Furthermore, I seek your assistance in obtaining compensation for the damages incurred as a result of this incident. I trust that the FDA, as the regulatory authority responsible for ensuring the safety of medical devices in the united states, will take immediate action to address this matter and help me seek appropriate compensation. I appreciate your attention to this urgent matter and eagerly await your prompt response. Please do not hesitate to contact me should you require any additional information or documentation.